Event description:
The customer reported that a set was used to feed the child and the pump alarmed as air into the set, unable to remove the air and had to use another set. Per customer, the issue was entrained air being sucked into the set and then no fluid will go through the set. No injury was reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, as a part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA.